Manufacturer narrative:
A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 12may2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported by the customer that the device had an alarm - error codes / messages/channel error 242.4030. There was no additional information provided and no patient involvement.

Manufacturer narrative:
Additional information added to d8, d9, h3, h10. The investigation is pending. A follow up report will be submitted once the failure investigation has been completed. H3 other text : device received, the investigation is still pending completion.

Event description:
It was reported by the customer that the device had an alarm - error codes / messages/channel error 242.4030. There was no additional information provided and no patient involvement

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device had an alarm - error codes / messages/channel error 242.4030. There was no additional information provided and no patient involvement.